Event description:
During bankert repair, dr was inserting mini-revo anchor when the eyelet broke off. The dr was able to retrieve one of three screws he placed. He was not able to retrieve the remaining two screws.